Event description:
The consumer indicated that her tampon came apart upon removal and tampon pieces remained inside of her. She stated that she removed her tampon in the morning and the end of her tampon frayed, leaving pieces behind. She's not sure that she was able to remove remaining pieces, but plans to re-check and see a doctor, if necessary.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.